Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Based on the limited information available, the cause of the worsening pvl approximately 11 months post valve deployment cannot be confirmed. However, in addition to patient factors, the mechanisms described above may have contributed to the reported pvl and subsequent valve explant and savr. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), late paravalvular leak (pvl) requiring surgical aortic valve replacement (savr) was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure was performed on a patient with a borderline annular size between the 26mm and 29mm sapien 3 valves. A 26mm sapien 3 valve was deployed with an additional 1.5 ml than nominal volume. The valve was placed 70:30 aortic/ventricular (a/v) as intended. Post valve deployment showed trivial pvl. Approximately 11 months after tavr while being followed on an outpatient basis, severe heart failure symptoms appeared suddenly. Transthoracic echocardiography (tte) revealed pvl worsened to moderate-severe. The sapien 3 valve was explanted and a savr procedure was performed for the pvl. Information regarding the native annular diameter and degree of valvular calcification was not provided.

Manufacturer narrative:
Reference CAPA-20-00141.